Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous left anterior descending coronary artery. A 2.0x12mm nc traveler balloon was used for pre-dilation when a 2.75x38mm xience sierra drug-eluting stent (des) was deployed at 10 atmospheres and implanted. A 3.0x12mm nc traveler balloon was inflated to 18 atmospheres for post dilation when a dissection was noted. A new 2.75x18 xience sierra des was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.